Event description:
The customer reported that the sys would not boot up. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The cpu was replaced. The system was tested and found to be operating as intended.